Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/19/2024. An investigation was conducted on 02/20/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The heater wire and clear silicone insulation of both the hot and cold jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .678 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was not confirmed. A lot history record review was completed for lots 3000359277, 3000357260, 3000354604, the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was able to appropriately divide 3 branches during harvesting phase of the erah procedure. When engaging the 4th it was noted that the generator stopped beeping after the 2nd beep and the current was interrupted to accomplish branch division. The harvester is experienced and is familiar with the overheating procedure. The amount of activation time was minimal since it was at the very beginning of the branch division and overheating should not have occurred. The overheating procedure was followed and upon completion branch division was again attempted. The hemopro performed normally on the next branch. The above noted dysfunction of the hemopro device occurred again on the next branch. A new hemopro 2 was opened and functioned normally and case was completed without any further issues. There were no patient effects.